Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using fluency plus vascular stent. During a renal artery stenting procedure, the fluency stent can not be deployed or expanded after implantation. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. One provided image demonstrates the used sample with y-adapter in proximal end position, and with loaded stent. The metal guide tube is visible distal to the y-adapter and the outer sheath is visibly fractured. The investigation leads to confirmed result for outer sheath fracture, and deployment failure. In this case, 8f x10 cm introducer with 0.035" guidewire were used for access. The product was used in the renal artery which represents an off-label use. Based on the investigation of the provided information, the investigation is closed as confirmed for deployment failure, and outer sheath fracture. A definite root cause for the reported event could not be determined. The reported indication represents an off-label use of the device. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use (IFU) state: 'if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.', and 'prior to stent graft deployment in tortuous anatomy, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.', and 'both female luer-lock ports must be flushed with sterile saline before introduction of the delivery system.' Under required materials the IFU state: 'appropriate introducer sheath 0.035 inch (0.89 mm) diameter super stiff guidewire.'; the packaging pictograms indicate the use of an 8f introducer. The IFU further state: 'pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician.' The fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.